Manufacturer narrative:
Per tandem's t:slim user guide: the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load the cartridge. Reportedly, the cartridge was filled with 300 units; however, the customer added additional insulin to the existing cartridge. The customer's blood glucose level was in the 250's (mg/dl). Reportedly, the customer loaded a new cartridge onto the pump.